Event description:
It was reported calibration test failed. The external pulse generator is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: at analysis the device failed its incoming calibration testing and additionally its battery contacts were noted to be contaminated and the device was sticky, the upper and lower cases were damaged, one line in the lower display was missing and its main board needed to be replaced. As the device would be unable to be repaired without extensive repair costs it was recommended that it be scrapped. It was further reported that the device was returned to the customer unrepaired.